Event description:
In 2001, the wire guide was being manipulatedd within an abscess cavity for positioning of a catheter. During the manipulation within the needle, the wire guide separated. The patient subsequently underwent surgery for the abscess and the separated segment was removed at that time.